Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the external and internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the external and internal valve.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath clear exhibited a leak. The sheath was inserted into the left atrium, and while inserting the mapping catheter, the hemostatic valve started to leak. Troubleshooting consisted of visual inspection and removing the mapping catheter and reinserting the catheter, but the issue remained. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis. It was further reported that the method of irrigation was used for the sheath was a non-boston scientific cool pointe pump running at 75ml/hr.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the faradrive steerable sheath clear exhibited a leak. The sheath was inserted into the left atrium, and while inserting the mapping catheter, the hemostatic valve started to leak. Troubleshooting consisted of visual inspection and removing the mapping catheter and reinserting the catheter, but the issue remained. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.